Event description:
Report received of an over-delivery of narcotic. The pt was receiving pain management therapy for abdominal pain with morphine sulfate 1 mg/ml concentration. The pt received a loading dose of 2.5 of morphine sulfate, then the pump was programmed in the pca mode to deliver 2.5mg every 10 minutes with a four-hour lockout of 30mg. Three hours after the pump was started, the pump alarmed "empty syringe". The syringe was empty, but the display indicated that only 21.3ml had been delivered. Adding the loading dose of 2.5mg to this, the customer reported that only 23.8ml should have been gone from the syringe. The customer was not able to account for 6.2ml (6.2mg) of medication. There was no reported adverse event with the pt. The pt was still having pain and requesting more medication.